Event description:
It was reported the patient was unable to recharge the ipg. Two replacement chargers were sent to the patient, however, these would not communicate with the ipg. Follow up identified the physician manually flipped the ipg, and they were unable to communicate with the ipg. It was reported the physician planned surgical intervention due to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.